Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "alarm, system error 8" is not confirmed. The fos board passed test specifications. The root cause of the reported complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with a relevant finding, but not related to the reported issue. The device passed all manufacturing specifications prior to release. No further action required.

Event description:
It was reported via a field service report that the pump is alarming (system error 8) fiber-optic sensor pneumatic circuit board (fos pcb). The physician used the arterial pressure (ap) signal from the inner lumen on the intra-aortic balloon pump (iabp) to continue therapy. The parts were replaced and the iabp is functioning. The parts are available for return. No patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via a field service report that the pump is alarming (system error 8) fiber-optic sensor pneumatic circuit board (fos pcb). The physician used the arterial pressure (ap) signal from the inner lumen on the intra-aortic balloon pump (iabp) to continue therapy. The parts were replaced and the iabp is functioning. The parts are available for return. No patient complications reported.